Event description:
During an av graft procedure the distal tip of the protege gps delivery shaft came off in the patient. The physician used a second stent to pin it up in vessel. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.